Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was able to reproduce the issue and confirmed the reported complaint. The fse replaced the e100 generator unit to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received, the e100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The returned e-100 generator unit was installed into the test system, and it failed. The power led turned red and bipolar led would not turn on, and as such could not cut/seal. The complaint regarding shutting off was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer reported that the e-100 generator turned red and off, and complaint investigation confirmed the e-100 generator unit was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the e-100 generator turned red and off. The operating room (or) staff called in from outside of a procedure to report the issue. The intuitive surgical, inc. (Isi) technical service engineer (tse) was unable to view logs. The caller also mentioned that the same thing occurred the day before ((B)(6) 2022) while moving the system into the room. The caller mentioned that today's occurrence was resolved by cycling the e-100 power. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the case (ports were placed). The system functionality was checked upon powering the system. The e-100 generator was initially powered on with no errors. The customer replaced the generator and proceeded with the case.